Event description:
A malfunction alarm was reported, identified by the malfunction code "malf 0," accompanied by a fault ID. There was no adverse impact to the customer's blood glucose level. The pump malfunction was resolved after the customer received guidance from technical support on how to reset the device, and the malfunction code did not recur. The customer was advised to continue using the pump and to report back if any issues reoccurred, which was acknowledged and understood.